Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a myocardial ablation in the left atrium an intellanav stablepoint catheter was selected for use. Before the catheter was inserted inside the body, the injection did not come out from the catheter tip, it seemed like it was dripping. This catheter was replaced and the issue was resolved. The irrigation was not stopped or interrupted during the procedure. The procedure was completed without any patient complications. The catheter will not be returned for analysis since it was discarded at the facility.